Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm. On (B)(6) 2024, it was reported that the patient was driving home when his cgm reportedly provided a 13 mg/dl value (however, the cgm device can not provide a numerical value under 40 mg/dl, values under 40 mg/dl will be displayed as low mg/dl). The patient was asymptomatic, however, due to the low cgm value, the patient drove himself to the emergency room (ER). At the ER, the patient¿s bg meter reading was 435 mg/dl. No cgm comparison value was reported at this time. The patient was treated with a 6-unit insulin injection and unspecified IV fluids. After 5 minutes, the patient¿s bg meter reading was retested and was 552 mg/dl while the cgm was reading 120 mg/dl. The patient also had unspecified blood tests performed. The patient was discharged home approximately 4 hours later. The patient was "fine" at the time of report. No data was provided for evaluation. The allegation and the probable cause could not be determined. When the patient was driving, there was not a complete set of reported glucose values available to search within the parkes error grid calculator. At the ER, there was not a complete set of reported glucose values available to search within the parkes error grid calculator. After the patient was treated with insulin, the reported glucose values fall within the d zone of the parkes error grid. No additional patient or event information is available.